Manufacturer narrative:
Date of submission: 26-july-2018. Device evaluation: the device has been returned and evaluated by product analysis on 19-july-2018 with the following findings: investigation was unable to duplicate the complaint of the blank display. The display has normal resolution and contrast. Unrelated to the original complaint investigation confirmed that the battery compartment has a crack near the top left corner of the grip pad.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.